Event description:
A customer reported a malfunction with their insulin pump, specifically noting a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer was informed about the necessary actions, including putting the device into storage mode and returning it to the company. A replacement pump with updated software was sent to the customer, and they were advised on how to use it and informed about available training resources. The customer did not have an immediate backup therapy available but planned to consult their healthcare provider.